Event description:
A report was received from the USA,the claim has not been confirmed. It is unk if the device was being used during surgery. However, it is also unk if there was user death or injury. There also was no report of patient injury or medical intervention. No add'l info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info should become available, a supplemental report will be sent. (B)(4).